Event description:
Rn placed bard foley in pt at 1315, noted kink in stat lock about 10 mins after placement, original stat lock removed and new one replaced with not leak noted. At approx 1450 rn noted sheets were wet, leaking noted at ureter placement site and foley removed.